Manufacturer narrative:
The subject device was returned to omsc for the evaluation. Omsc checked the subject device, but could not duplicate the reported phenomenon, and found there was no abnormality on the exterior of the subject device. The exact cause has been under investigation, therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device sometimes could not be turned on, and was unstable. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for the evaluation. Omsc ran the test which was turned on and off repeatedly 50 times, but the reported phenomenon could not be duplicated, and the subject device was no abnormality. Since the subject device has been used for the long term-use more than the subject device useful life, omsc surmised that the internal components of the subject device deteriorated and might have occurred the reported phenomenon. Or omsc surmised there is possibility that the user facility environment (humidity, dust) might have caused a temporary subject device failure and the reported phenomenon might have occurred. Since no abnormality was found, omsc concluded that the subject device was no problem. If additional information becomes available, this report will be supplemented.